Manufacturer narrative:
Product analysis: the device was explanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve via the right transfemoral access, after the valve implant, angiography identified a lack of blood flow from the bifurcation of the left leg. As a result, two non-medtronic stents 10x80 were implanted in a state that slightly protruded from the abdomen to both legs; the right side as preventative. Contrast was then performed which revealed the blood flow was not observed below the stent. This was verified with intravascular ultrasound (ivus), but the reason for the lack of blood flow what not known. Another non-medtronic stent 8x80 was then implanted on the left leg and patency was restored. Although the dcs was access from the right femoral, as clarified, the health care professional reported that the dcs might have caused the issue when the right access crossed the branch of the left leg. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis correction: the dcs discarded by the customer and was not explanted. Conclusion: the subject dcs was discarded by the customer, and as such no analysis could be performed. No procedural images were provided for review. The device history record (DHR) review was not required as the product event does not indicate a potential manufacturing issue. Vascular access related complications, such as occlusion, are a known potential adverse patient effect per the evolut pro+ system instructions for use, and are typically related to patient factors (anatomy, and comorbidities), and/or procedural effects (sheath used, user technique, puncture cut location). The health care professional reported that the dcs might have caused the issue when the right access crossed the branch of the left leg. Based on the reported information, the root cause of the complications could not be conclusively determined. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. H6: eval code conclusion updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.